Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump had under delivery. The customer¿s blood glucose level was 400 mg/dl at time of incident. It was reported that they were not getting the right amount of insulin. The customer was advised to callback if cannot do the troubleshooting for the moment. The insulin pump will not be returned for analysis.